Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirmed that the pad-pak was first was installed by the customer on the 10th december 2009. Between the 27th june 2017 and the 4th july 2017 the device records a manual power up of 10 minute duration. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.